Event description:
It was reported that during central processing, the single port monopolar curved scissors instrument was not functioning. There was no report of patient involvement or patient injury. Intuitive followed up with the initial reporter and obtained the following additional information: there is no error or message; the instrument does not work.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and would have measured approximately 3.53mm x 1.45mm. The broken tube adapter made it difficult to install a tip and caused the tip to not be securely attached. Additionally, the instrument was found to have a broken chassis at proximal end. The broken piece was not returned, measuring roughly 40.03mm x 8.27mm in size. Components adjacent to this broken chassis which included the nose cover were damaged and not returned. The missing nose cover exposed the drive rod. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use. This issue can be resolved by using an alternate instrument to complete the procedure.